Event description:
Same case as 6000093-2005-00493, 00494. It was reported that about two months post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2004 the pt had two taxus express2 drug eluting stents, 3.5x16mm and 3.50x20, implanted in the right coronary artery (rca). A taxus express2 3.5x24mm drug eluting stent was also placed in the circumflex (cx) artery. The pt was prescribed plavix post procedure. Two months late the pt presented with abrupt onset of chest pain and st elevations in the inferior leads. The pt had stopped taking their plavix due to financial constraints. Once in the cath lab, access was obtained through the right femoral artery and angiograms revealed 100% occlusion of the rca as well as the left cx artery due to stent thrombosis from medical non compliance. The pt was anticoagulated with heparin and received a bolus of reopro and a reopro infusion was started. The thrombosed stent in the rca was crossed with a 0.014 pt graphics wire and then the occluded artery was ballooned with a 2.5x20mm maverick balloon. This restored timi ii flow, however there was extensive thrombus visualized within the rca. A ventricular pacing wire was placed via the right femoral and an angiojet thrombectomy was performed. Multiple passes were made and this restored timi iii flow with removal of the vast majority of the thrombus. The two stented segments within the proximal and mid rca were then dilated with a 3.5x20mm quantum balloon inflated to 14 atm's. There was no residual stenosis and there was timi iii flow present at the end of the procedure. There is a mild stenosis within the segment between the two stents which is at most 40% in severity and this will be treated medically. The thrombosed left cx artery stent was crossed with a 0.014 pt graphics wire. The artery was then dilated with a 2.5x20mm maverick balloon restoring timi ii flow, however, there was a layer of an extensive amount of thrombus within the stent. An angiojet thrombectomy was performed again with removal of most of the thrombus. Angiography after thrombectomy reveled mild residual thrombus and this was dilated with a 3.5x20mm quantum balloon inflated to 18 atm's restoring timi iii flow. There was timi flow iii in both vessels at the end of the procedure. The pt tolerated the procedure well. The pt was hemodynamically stable throughout the case. The pt required multiple doses of IV neosynephrine and they were on a dopamine drip as well. The pt began to have complex ectopy at the end of the case and therefore was loaded with 150mg IV amiodarone. By the end of the procedure they were hemodynamically stable and was transferred to the coronary care unit with the sheath secured in place.